Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. Treatment for the event and action with dianeal therapy was not reported. At the time of this report the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
On an unspecified date in the same year as the onset, the patient began treatment with unspecified antibiotics for peritonitis. Forty one days after the onset, treatment with unspecified antibiotics was stopped. On the same day, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient had not yet recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.